Event description:
Two days post index procedure, the patient complained of chest pain while still in the hospital. Left bundle branch and ventricular tachycardia were observed. A coronary angiogram was conducted and thrombus was observed in the cypher. Aspiration and plain old balloon angioplasty (poba) were conducted to treat the thrombus. The physician commented that the possible cause of the thrombotic event was because ticlopidine hydrochloride was started from the implant day. The patient went in for an elective case in 2007. The target lesion was a type c, concentric and bifurcated proximal left anterior descending (lad) artery. The vessel was a restenosis of plain old balloon angioplasty (poba) and the lesion length was 20mm with a vessel diameter of 3.0mm. The lesion was pre-dilated with a balloon at 6atms for 5 seconds. A 3.0mmx23mm cypher stent was implanted at 12atms for 5 seconds and post-dilation was conducted with a balloon at 10atms for 5 seconds. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. The patient's medication includes the following: aspirin, ticlopidine hydrochloride, cilostazol and heparin.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.